Manufacturer narrative:
Input from risk management: after mitigation: severity 2 (moderate) and probability b (improbable) has residual risk range category ii (acceptable, risk level mitigated as low as possible). There is a CAPA opened to address this event.

Event description:
In this event, patient was fitted with allure ric (receiver in canal) hearing aids with custom hard solid shells on (B)(6) 2025. The patient is an experienced custom cic (completely in canal) hearing aid user and has no known allergies. This was the patient's first experience wearing ric devices with custom shells. Approximately one month after fitting, the patient reported persistent ear canal issues, including itching, redness and oozing. The patient was evaluated and treated by an ent doctor on multiple occasions ((B)(6) 2025) with oral antibiotics, steroids, drops, and creams. After each visit, the patient was instructed to discontinue hearing aid use for two weeks. Symptoms resolved during these periods but recurred upon resuming use of the hearing aids. Courtesy replacement shells (hard and soft) were provided. The patient trialed a soft mold in the right ear for one week while leaving the left ear without an aid; symptoms developed in the right ear only. Subsequently, the patient trialed a hard mold in the left ear while leaving the right ear without an aid; symptoms developed in the left ear only. The patient continues to be monitored by an ent doctor.